Event description:
It was reported that there was low flow. Ms&s had them disconnect and reconnect pads using the proper technique and the flow rate stopped. They took off the fluid delivery line and ran diagnostics. The flow rate was in the 2 range, inplet pressure was -8 and circulation pump was in the 60 range. They reconnected the pads one by one and flow rate still would not go up. Ms&s explained that the issue was likely the pads but they should try to change the device first, and if the flow rate was still low, change the pads and save them. Ms&s explained again that pads may be the problem but they will not let her change the pads until she tries the other device first. Per follow up via phone on 2/10/2020 nurse mary stated the device was not on their floor and it was not in service. She stated the were trying to warm up the patient and then sent the device back to the hypothermia team when they were done. Per follow up via phone on 2/11/2020 nurse mary stated she tried to investigate further and discovered the device was warning "low flow" so they changed the pads but the same issue was occurring.then they decided to swap devices and sent the first device back to the ER. She is not sure what occurred after that.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". Although the product code is unknown, the unknown articgels pads product labeling is found to be adequate based on past reviews. Correction: b5.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was low flow. The patient went for a computed tomography scan and when they got back it was low flow. Ms&s had them disconnect and reconnect pads using the proper technique and flow rate went to stopped. They took off the fluid delivery line and ran diagnostics. Flow rate was in the 2 range, inlet pressure was -8 and circulation pump was in the 60 range. They reconnected the pads one by one and flow rate still would not go up. Ms&s explained that the issue was likely the pads but they should try to change the device first, and if the flow rate was still low, change the pads and save them. Ms&s called back an hour later and they never connected device to second device because as a second device was brought to her, the doctor told her all she needed to do was add water to the device, which did not fix flow rate. Ms&s told her that if adding water had nothing to do with water level and that this needs to be communicated to everyone. Ms&s reiterated plan again and told her I would call back in another hour. An hour later she was still waiting for second device. Ms&s explained again that pads maybe the problem but they will not let her change the pads until she tries the other device first. Ms&s told her to call back if they still need us. Per follow up via phone on (B)(6) 2020 nurse (B)(6) stated the device was not on their floor and it was not in service. She stated the were trying to warm up the patient and then sent the device back to the hypothermia team when they were done. Per follow up via phone on (B)(6) 2020 nurse (B)(6) stated she tried to investigate further and discovered the device was warning "low flow" so they changed the pads but the same issue was occurring. Then they decided to swap devices and sent the first device back to the ER. She is not sure what occurred after that.